Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver tip broke off during insertion of the bone screw in the s1 pedicle. The driver tip could not be removed from the screw. No additional patient complications were reported.